Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain, diarrhea and turbid drain. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was not recovered from the events. Action taken with pd therapy was unknown. The reporter declined to provide additional information.